Manufacturer narrative:
The harmonic curved shears insert accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the curved blade of the harmonic insert was broken at the weld pin. The broken blade was not returned with the insert. The insert was disassembled and found wear marks on both curved blade and clamp arm adjacent to the fracture. The damages observed suggests that the blade and the pin made contact with each other during energy activation, which likely contributed to the breakage. Failure analysis concluded that the broken blade was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken blade could cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
The harmonic ace curved shears insert accessory was returned to intuitive surgical inc. Without a complaint. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information; however, no additional information has been provided as of the date of this report.